Event description:
The customer reported that the fetal spiral electrode for corometrics did not pick up fetal heart rate when applied by physician during labor and delivery. Furthermore, the customer confirmed that the newborn baby was poked six times to obtain a tracing.

Manufacturer narrative:
The customer confirmed that the device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation:the suspect device is not available for return and no photo sample is available for evaluation. However, a device history record review was performed and each lot tested 100% in black box machine. The revisions were performed according to the work instruction w-09-0066s spring height and every characteristics were according to the specification.